Event description:
There are translation issue with the foreign warning labels on the 9900 systems that could cause electrocution.

Manufacturer narrative:
Ge healthcare surgery is investigating. This MDR is related to ge healthcare complaint number.